Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue and found no visible damage at articulation sleeve area. The system error 31 was reproduced during system test. The inter-connectivity test failed at thermistor net. Through destructive analysis, it was found a thermistor+/- traces crack and open on gastro flex #7 soldering area which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. The possible root cause was determined as gastro flex thermistor trace crack and open because of insufficient gastro flex reliability which is related to design. The corrective action for this issue was gastro flex thermistor trace width has been widened in the tolerance to reduce cracking through capa2017-11000337 since mar. 2017. This defective transducer is prior to the corrective action. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer twice displayed a usacquisitionhw_31 error when flexed. The error occurred during equipment testing and just about as the doctor was preparing to insert the transducer into the patient. The doctor replaced the transducer with another similar device to continue and complete the transesophageal echocardiography (tee) procedure. The tee was delayed only by the time it took to obtain the replacement transducer. There was no patient adverse event reported. No additional information was provided.